Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged visualization of particles in airway and also alleged dry throat. There was no report of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging dry throat related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section b7 (medical history) was missed in the initial report, which was updated in this follow up report. Section h6 updated in this report.

Manufacturer narrative:
Additional information was received on nov 06 , 2024 and section h10 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging dry throat related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, manufacturer observed dust-like contamination on the top cover/ui panel. Several small scratches were observed on the left side panel. Dust-like contamination with tiny hair-like particles were observed on the right side panel. Evidence of liquid ingress was observed inside the iso port. Dust-like contamination was observed in the air inlet, on the bottom enclosure, on the pca, on the interior side of the left side panel (beauty cover), all over the blower cap, on the blower motor, the interior side of the right side panel/iso port, and on the bottom enclosure.evidence of liquid ingress with a dust-like contamination consistent with mineral deposits was observed on the blower housing in between the iso port and blower bellow. Several spots of dried liquid/evidence of liquid ingress was observed on the bottom of the blower motor. Evidence of sound abatement foam degradation/breakdown was not observed. Dust/dirt-like contamination was observed on the flip lid assembly, on the left side panel. Whitish dust-like contamination with potential hair-like fibers were observed inside the humidifier bottom enclosure. A blackish potential mold-like contamination was observed on the flip lid assembly seal. Dust-like contamination along with a whitish dust-like contamination consistent with mineral deposits was observed on and in the dry box.dust-like contamination with potential hair-like particles along with dust-like contamination consistent with mineral deposits was observed in the lower base, and on the heater plate. What seems to be an insect was observed in the lower base. Whitish dust-like contamination consistent with mineral deposits was observed throughout the water chamber. Using a known good power supply and power cable,manufacturer' verified the base unit provided airflow. The device's event logs were downloaded and reviewed by the manufacturer. The manufacturer found 6 error codes. The manufacturer concludes there is no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device and unable to directly address the symptoms outlined in the complaint device problem code grid, evaluation method code, evaluation results code and conclusion code grid have been updated.